Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping details and warranty status, instructed customer to place malfunctioning pump into storage mode and return it within specified time using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.